Manufacturer narrative:
No button response due to corroded keypad traces. No moisture damage found on electronics assembly. The insulin pump had cracked case window display corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call reported that they were having issues with the act button. The customer also reported that there was condensation under the screen. The customer mentioned that the insulin pump had cracks. The customer's blood glucose was 334 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.